Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of a thoracic ulcer. Vessel morphology was not reported. It was reported that after the stent was implanted, there was a proximal type 1 endoleak present. There was no further intervention performed, due to the patient's other medical issue. The physician will monitor the slight type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results - endoleak. Conclusion - no films available for this case.